Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1412..

Manufacturer narrative:
Corrected data: should be: unknown was: no: initial MDR was: 2008 should have been: one month prior to event date.

Event description:
An amplatz guidewire was used in a stenting procedure (patient age, gender and weight unknown) in 2008. According to the complainant, the guidewire was removed from the protective sheath and the coating "peeled off." The product was not used on a patient. The procedure was completed with a different device (product and manufacturer unknown). No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device revealed that the device was kinked, and the outer coil was stretched. Microscopic examination revealed a fracture at the ball weld joint; likely resultant from tensile overload. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot. The june 2008 15-month amplatz-endo product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. Bsc reference: a00104423 / 69493